Event description:
A malfunction alarm with code malf 16 occurred. Customer's blood glucose level was at 4.7 mmol/l. Customer reverted to using multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted.